Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
During testing at the user facility, the device keeps rebooting. Prior to testing, the device had been returned to the biomedical department for an unspecified reason. No specific pt info, device programming, or event details were available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.